Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because device lot number unavailable.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to occlusion and need for upgrade. Prior to the procedure, a spectranetics bridge occluding balloon was prophylactically ''staged'' within the patient's inferior vena cava (ivc). In the event that an emergency occurred during the procedure, the bridge balloon could then be positioned and inflated within the superior vena cava (svc) to provide occlusion of the svc as a rescue measure. During the procedure, it was reported that the physician used a laser device and traction over a very long occlusion. The rv lead was snared and was successfully removed. New rv and left ventricular (lv) lead were implanted. Use of the bridge balloon was not necessary during the lead extraction procedure. When the bridge balloon was removed from the body after the procedure, the physician noted a large thrombus on the bridge balloon. A portion of the thrombus remained in the patient after partial removal through the bridge sheath and attempted aspiration through an abbott agilis steerable introducer. There was no reported patient harm. The manufacturer became aware of this event from a physician presentation and from subsequent conversations with the physician and manufacturer.

Manufacturer narrative:
Field safety action has been issued for this event (B)(6) 2020.